Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "cellulitus, edema, and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected by another injector in the cheeks with an unspecified amount of juvéderm voluma® xc. At an unspecified time later, the patient experienced ¿chronic infections that were treated with 2 courses of antibiotics.¿ the physician reported that as soon as the patient ¿went of the meds,¿ they experienced another flare up. At an unspecified time later, the patient awoke with cellulitis and swelling in one eye. No further information was provided.